Event description:
Possible intermittent t wave oversensing noted on presenting and stored egm # 88 and 89 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).